Event description:
It was reported that the patient felt a vibrating sensation localized in her lower back into her lower buttock area, which was continuous and "very irritating." The sensation was felt when the patient was doing dishes, sitting and standing up. The patient initially felt the pump giving the medication. It was then clarified that it was not the medication, but the patient was feeling a vibration, electricity, tingling or current sensation, which was "hard to explain." The sensation began 2 months ago, but became more irritating last week. The patient did not feel anything over the pump, not even when she put her hand over it. When the patient put her hand over the catheter, the vibration stopped, and was continuous when she took her hand off. It was noted that the physician thought it was caused by the battery on the pump being low. A return of patient symptoms was reported. The patient felt like she did prior to the pump. It was reported that the patient had joint pain, did not want to go anywhere, low appetite, stress and increasing pain medication because of feeling as if she was not getting what she should. It was wondered if the catheter was pinching a nerve causing the vibrating sensation, or if the catheter was dislodged and felt in the back. It was also reported that the patient had loose bowel/incontinence and lower back pain around thanksgiving, and had to take antibiotics for a hernia repair. The patient started taking antibiotics due to a rash around the time the vibrating started, and it was wondered if the antibiotics caused it. It was noted that the patient had reflex sympathetic dystrophy (rsd), fibromyalgia, thyroid cancer, and lumps in her breast. The patient had no other medical devices. The device system was used to deliver clonidine and morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).